Manufacturer narrative:
This supplemental report is to correct the initial MDR. The initial medwatch reported the single use electrosurgical snare sd-400 snare did not cauterize when used with the elektromedizin gmbh generator. The issue was found during procedure, and the therapeutic procedure was completed with a similar device. The procedure was delayed for 15-20 minutes, with patient under anesthesia. The iuc is a non-pae, the device evaluation and investigation confirmed the fuc are non-pae. The procedural delay is not considered life-threatening, nor did it lead to a permanent impairment in the patient. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the single use electrosurgical snare sd-400 snare did not cauterize when used with the elektromedizin gmbh generator. The issue was found during procedure, and the therapeutic procedure was completed with a similar device. The procedure was delayed for 15-20 minutes, with patient under anesthesia. There were no reports of patient harm. Associated patient identifier: (B)(6).